Event description:
During the endoscopic retrograde cholangiopancreatography (ercp) a boston scientific trapezoid basket was being used to crush the gallstones. The tip of the boston scientific trapezoid basket came off in the bile duct while the doctor was crushing the gallstone. The ercp was completed without further incident. The doctor to follow-up with the patient in his office to make sure the tip of the basket is passed.